Manufacturer narrative:
Results: two syringes without blisterpacks were returned for evaluation. A simulated use test was performed by fully pressing the plunger rods. The needles retracted properly when plunger rod was depressed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4265705. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after injection the needle from the 25 g x 5/8 in. Bd integra¿ 3 ml syringe with detachable needle failed to retract. No medical interventions were done.